Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. Information contained in this report was previously submitted through 410psr on 22jan2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; deformation, yellow particles in the shell, the weight the device within specification, crease fold and was observed after autoclave: cloudy color and voids. A microscopic analysis was performed which identified: wear abrasion. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: seroma and capsular contracture, baker grade unknown.

Event description:
Health professional reported event of right side "seroma," capsular contracture of an unknown baker grade, double capsule, and swelling. Device has been explanted.